Event description:
It was reported that the pump battery was intermittently depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level was displayed as "high"; however, no specific value was provided. The customer administered a manual injection to address bg. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.